Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving an unknown drug at an unknown concentration and dose via an implantable pump for non-malignant pain and post lumbar laminectomy syndrome. It was reported that a motor stall was seen at initial interrogation and it was unknown if the patient recently had an MRI. The patient was hospitalized with a pump motor stall and was on intravenous (IV) dilaudid. The pump replacement was scheduled for (B)(6) 2017. The representative did not know if the pump was audibly alarming or if the patient had a MRI. There were no medical symptoms reported. The event date was asked, but unknown. Additional information was received on (B)(6) 2017. The patient had the symptoms of withdrawal. The pump was interrogated. A motor stall occurred on (B)(6) 2017, recovered on (B)(6) 2017, and stalled again on (B)(6) 2017 without recovery. The patient stated they had not had an MRI during that time and was not exposed to a high electromagnetic field that they were aware of. The patient¿s weight was (B)(6). There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information:no eval explain code if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Event description:
Additional information was received from the manufacturer representative along with the returned device. Per the returned pump logs, the device had been programmed to deliver 20.0 mg/ml of dilaudid and bupivacaine at a rate of 4.999 mg/day in flex infusion mode. The device was interrogated on (B)(6) 2017, with the last change occurring on (B)(6) 2017. The elective replacement indicator (eri) at that time was 23 months. A motor stall occurred on (B)(6) 2017 at 04:23 and recovered on (B)(6) 2017 at 00:10. A subsequent motor stall occurred on (B)(6) 2017 at 12:12, with no recovery noted. A stopped pump period may exceed tube set message occurred on (B)(6) 2017 at 12:12.

Manufacturer narrative:
Analysis of the pump found that there was corrosion/wear/lubrication on the pump motor gear train and that there was a stall due to shaft bearing on the pump motor gear train. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.